Event description:
It was reported that the patient's pulse generator exhibited over-sensing of far r-wave and under-sensing of r-wave resulting in inappropriate mode switch episodes. No intervention was performed. The patient had no adverse consequences.